Manufacturer narrative:
All operating currents were within specification and no unexpected blank display was noted. The insulin pump passed the functional testing, including the displacement test, rewind, and basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call of issues with blank display on the customer's pump. The customer's blood glucose level at the time of incident was 496mg/dl. The father states the device just powered off and wouldn't power back on. Troubleshoot was conducted, and the display did not return. The customer was advised that the device would be replaced and returned for analysis.